Event description:
The hospital reported that when the hemopro2 extension cable came back from sterilization in a peel pack and part of the black insulation material was stuck to the peel pack. When the sterilized cord was removed from the pack a piece broke off. The defect in the cord was discovered prior to the patient entering the operating room. A second cord was available and procedure was completed as planned.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/26/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both connector ends was observed to be intact and attached to the cable. There were various visual breaks in the cable, exposing the inner contents of the cable. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.